Manufacturer narrative:
Approximate age of device ¿ 3 years and 10 months. The pump was not explanted. The system controller was disposed of at the hospital. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted. It was also reported that the patient¿s equipment would not be returning. A direct relationship between the device and the reported event could not be determined. Review of the submitted log file found multiple low voltage hazard alarms while the system was operating on the power module and the manufacturer¿s technical service representative suggested that the patient cable be exchanged. No other atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient was admitted to the hospital on the evening of (B)(6) 2015 after he was found unresponsive by his wife. The patient had not reported any alarms to his wife; however, he had spoken with his daughter earlier that day (at 1630) and stated that ¿everything was red¿ on his system controller. When his wife later asked him about the conversation with his daughter he did not remember having had the conversation. The patient laid down for a nap and when his wife went to check on him he was unresponsive. He was intubated at the scene and remained unresponsive. The patient was transported to an (B)(6) hospital. A head CT scan was reported to be negative. The patient was transported to the implanting center and approximately 18 hours after the initial CT a repeat scan showed a large embolic stroke. The patient reportedly looked septic when he arrived at the hospital and was administered a lot of IV fluids, and was started on a levophed infusion for support. On (B)(6) 2015, the patient¿s family made the decision to terminally wean him. The patient reportedly was not on coumadin due to a previously unreported history of multiple gi bleeding events. The date the coumadin therapy was discontinued was not provided. His gi history started with a gi consult on (B)(6) 2013 due to anemia that required 4 units of packed red blood cells from (B)(6) 2013 to (B)(6) 2013. He underwent enteroscopy with a snare polypectomy, clipping and injection on (B)(6) 2013. The physician believed that the polyps were responsible for the anemia and iron deficiency. The patient also had a colonoscopy on (B)(6) 2013 that showed several large adenomas, and hemoclips were placed. The patient reportedly presented again in (B)(6) 2013, and his enteroscopy was negative. His follow-up colonoscopy resulted in epinephrine injections and hemoclip placement. The patient was readmitted within a week after this admission with more melena, and he received 2 more units of blood. He was discharged with anticoagulation therapy. In (B)(6) 2015, the patient experienced more melena with enteroscopy and the consideration of a small bowel follow through.